Event description:
It was reported that the patient experienced a loss of therapeutic effect and had to go to the bathroom more frequently. The patient was having urgency which started about a month prior when the patient went to the hospital to have half his colon removed due to polyps. The reporter indicated that this procedure was unrelated to the patient's device. It was stated that the patient had tried increasing stimulation but when he increased it ''too high'', it hurt his groin. The patient was noted to have reduced the amplitude to ''2.7v or 2.8v.'' It was indicated that the patient had not tried changing programs. However, the patient changed to program 4 at 4.3v and was feeling stimulation comfortably. Eight days later, it was reported that the patient's incontinence had increased to the point where his device was not helping. The night before, the patient was indicated to have turned stimulation up to 7.0v but the patient's buttock was in pain when he woke up that day. The reporter indicated that the patient was still in pain and therefore, turned stimulation down. It was further reported that the patient was experiencing 50% urinary relief as well as pain at the implant site. The patient's buttocks were indicated to be hurting "on the side of his hip." The patient increased stimulation because he was leaking and didn't have any warning. The reporter indicated that the patient was on program 4 at 7.0v. The patient was on another program previously but changed it because about 2-3 months prior, after his colon surgery, he had a return of symptoms. It was unclear if the patient had a return of symptoms 2-3 months prior or a month prior as was previously indicated. It was indicated that the patient was going to follow-up with his healthcare provider (hcp).

Manufacturer narrative:
Product ID 3093-28, lot # v979687, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).